Manufacturer narrative:
After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture on its proximal shaft. This damage typically occurs if the lantern is retracted at an angle during use. Further evaluation of the device revealed additional fractures, a kink and an ovalization on the catheter. This damage was incidental to the complaint and the root cause of this could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure using a lantern delivery microcatheter (lantern). During the procedure, upon removal of the lantern, the physician noticed that the lantern was fractured near the hub. The procedure was completed at this point. No additional information was provided. There was no report of an adverse effect to the patient.